Event description:
Procedure: segmental resection of vats lung and thoracoscopy. According to the reporter: small amount of bleeding was seen, so beriplast was sprayed and finished the surgery. Two weeks after the surgery, a leak was found from the stapled line. This was treated with conservative medical management. The pt is under observation.

Manufacturer narrative:
(B)(4).